Event description:
Wheel fell off.

Manufacturer narrative:
It was reported that while using the device his wheel got stuck in a groove on the pavement and the wheel fell off which caused a fall. The customer reported that he "hit his head, his elbows, and his legs.he reported no serious injury related to the fall. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.